Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego was found to have a damaged silicone causing an issue with the locking mechanism. The report stated that the team had a home hemp dialysis patient who had an issue with tegos and using a swab cap. The lot numbers for the tego and swab caps are unknown. The issue was strictly with the tego and not with the swab cap. The tego was found to have the silicone covering ¿pushed in¿ causing an issue with the locking mechanism. Two patients had the same issues. Both patients were unable to dialyze that day and had to have new tego caps applied the following day. The issues happened when attempting to access the hemodialysis central venous catheter during treatment. This report is for patient 2. No additional information is available.

Manufacturer narrative:
Received one used. List #unknown, tego. Unknown solution residuals observed in received sample. Silicone seal observed to be torn collapsed. No other physical damage or anomalies observed. The probable cause of the condition reported by the customer was due to a seal collapsed and is typically due to overtightening. According to directions for use (dfu) statement - attach the administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not over-tighten. A device history lot # review could not be conducted because no lot number(s) was/were identified.